Event description:
It was reported that during prep of a 6x40mm armada 35 percutaneous transluminal angioplasty (pta) catheter a hole was noted. The device was not used and there was no patient involvement. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was received: during prep, a leak was noted from the device. There was no hole noted. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation has determined that the reported leak is not related to a potential product quality issue. Potential factors that may contribute to sidearm leaks include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen, or loose connections. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 4008 was removed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during prep of a 6x40mm armada 35 percutaneous transluminal angioplasty (pta) catheter a hole was noted. The device was not used and there was no patient involvement. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.